Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with bacteremia and septicemia. The patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.